Event description:
The device pacer could not be turned on with an attempt to pace the patient. At some time the device was used to administer defibrillator energy to the patient. A backup device was made available and used to pace the patient. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the discrepancy, due to use of the backup device.